Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicate. The unit was exorcised and resulted in no fail. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had autofill error during use on patient. There was no patient harm reported.